Event description:
Lifting resident from gerri-chair to transfer to bed using a transfer lift. Raised resident enough to clear chair, move toward bed and lift cradle dropped out of upper scale attachment/boom causing resident to fall to floor. Resident was sent for medical evaluation by ems and determined to have no known injuries. Discomfort to be monitored.